Manufacturer narrative:
The device was available for evaluation. The plate was broken through the sixth hole from the lateral end of the plate. It was reported that the plate was bent intra-op near the k-wire holes, locking hole, and compression slot, and scratch marks around the broken holes confirm that metal instrumentation was used on the plate in the area of breakage. The technique guide clearly states, "avoid excessive bending, over-contouring, and bending directly over screw and suture holes, which may compromise plate strength and cause breakage." The excessive bending and location of the bend contributed to the failure of the plate. It was also reported that the patient was lifting himself up from a chair when he felt a "pop" and the plate fracture was later confirmed on x-ray. This level of early weight-bearing (6.5 weeks) is generally considered patient non-compliance as the bone hasn't had adequate time to heal and clavicle plates are load sharing devices, not load bearing devices. In this case, the plate was forced to carry the entire load transmitted through the clavicle, which caused it to fracture.

Event description:
It was reported that a revision surgery was needed to remove an anthem superior clavicle plate that had broken through the 6th hole from lateral post operatively.